Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit failed the battery runtime test. A getinge field service engineer (fse) confirmed and stated unit failed the battery run time portion of the pm at 68 minutes out of the 135 minute test. In order to resolve issue replaced batteries. Device was functioning in accordance with factory specifications at this time and is cleared for clinical use. There was no patient involved.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the system 98 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.